Manufacturer narrative:
The bactiseal evd catheter (ID 821749) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter. As noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that after a bactiseal evd catheter (ID (B)(6)) was implanted, there was blood leaking from puncture channel where the catheter was inserted in the brain. The catheter was implanted on (B)(6) 2023 and explanted on (B)(6) 2023. The catheter was not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.